Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral duodenal stent was used during a procedure performed in the duodenum on (B)(6) 2015. According to the complainant, the stent was to be implanted to treat a stenosis. Reportedly, the stenosis was dilated prior to stent placement. During the procedure, the stent was impossible to deploy. The wallflex enteral duodenal stent was removed and the procedure was completed with a different device. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed the stent was received partially deployed.

Manufacturer narrative:
(B)(4) stent partially deployed. Investigation results: a wallflex enteral duodenal stent was returned for analysis. Visual examination of the returned device noted that the stent was partially deployed by 9mm. The dark blue outer sheath was kinked 90mm distal to the proximal end of sheath. The dark blue outer sheath was broken 1mm from the distal handle. The shaft was dissected at the proximal end of the clear outer sheath. The proximal end of the inner was withdrawn from the outer sheath and no issues were noted with its profile. The blue section of the outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. There were no issues noted with the profile of the stent, stent holder and inner. During the product analysis, the investigator was unable to manually deploy the stent by retracting the outer sheath by hand. However, the shaft was dissected at the proximal end of the clear outer sheath and it was then possible to advance and retract the inner. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The damage identified during the product analysis were consistent with the application of excessive force. The cause of the reported deployment difficulties was most probably due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.